Event description:
My minor child uses the tandem mobi insulin pump. We are at the beach, and she had it connected for background basal administration of insulin and two separate boluses, 4.62 units to covers carbs consumed and 5 units as a correction when her blood sugar went really high. Some time later after she was still high, we left the beach to better treat her sustained high blood sugar. It was then we realized the insulin cartridge was cracked where it connects to the pump (on the interior of the cartridge) and therefore the insulin cartridge was not connected to the pump. The whole time she was not getting basal or bolus insulin! There were zero alerts, zero warnings, zero indication whatsoever that the pump had malfunctioned and she was not receiving insulin. We called tandem support, and they had nothing to offer. If the pump is not working and is not delivering insulin, there should be an alarm or alert. My daughter's blood sugar was 438 when we used the meter to check that is the highest it's been since her diagnosis in 2019. She has ketones in her urine. Instead of enjoying a family vacation we are doing everything we can to keep her out of dka. The tandem mobi is dangerous because it never alerted or alarmed that the insulin was not being delivered - the app said the boluses were successful and she had all the insulin n board, when in reality, no insulin was being administered. This needs to be fixed asap before people die or suffer irreparable kidney damage.